Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2017-06108, 0001825034-2017-06106, 0001825034-2017-06103, 0001825034-2017-06105.

Event description:
It was reported the patient underwent a left knee arthroplasty, subsequently patient is experiencing pain when climbing stairs, pain from sitting to standing and minor instability. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequence was reported.

Manufacturer narrative:
(B)(4). This follow up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.